Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification, however, unit received with corroded battery tube. No battery out limit alarms noted. Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Unit received with broken battery tube threads. Unit received with minor scratches on lcd window.

Event description:
Customer's mother reported via phone call that cusomer received excessive no delivery alarms. Infusion sets were changed. Customer's blood glucose elevated to 436 mg/dl. It was also reported that insulin pump received a battery out limit alarm. Caller states that battery compartment was broken. Caller was advised that insulin pump would need to be replaced. Call had dropped while troubleshooting.